Event description:
New information states that the patient presented again with alert for high hv lead impedance. It has been noted that the lead exhibited high impedance intermittently throughout the year. The patient was asymptomatic. No intervention was performed. The patient will continue to be monitored.

Event description:
It was reported that an asymptomatic patient presented with an alert based transmission. Upon interrogation the lead exhibited high impedance. All other parameters were found to be within normal range. On (B)(6) 2017, defibrillation threshold testing was done and was successful. No changes were made. The physician elected to monitor the patient. The patient was in a stable condition.